Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a insulin syringe. The customer reports "the insulin syringe broke off in his stomach during self injection, and it needs to be surgically removed."